Event description:
Journal reference: granziera c, pollo c, russman h, et al. Sub-acute delayed failure of subthalamic dbs in parkinson's disease: the role of micro-lesion effect. Parkinsonism relat disord 2008; 14(2):109-113. We reviewed a cohort of 56 pd pts that underwent bilateral stereotactic stn implantation and we studied a subset of five pts that, after early clinical improvement, developed a rapidly progressive neurological deterioration unresponsive to dbs. Pts presenting delayed failure (df) did not differ from the rest of the cohort by any of the pre-operative characteristics; therefore, the presence of this micro-lesioning effect might be considered as warning sign for pts that need a careful follow-up. Reportable event: some pts developed, at df time, a degree of bradykinesia, and gait disorders that negatively influenced their dependency in activities of daily living. Some presented gait ignition failure, some had difficulties for turning around and bypassing obstacles, some pts suffered from festination and freezing while walking.